Event description:
It was reported that "wake button on pump was often unresponsive". There was no reported adverse impact to the customer. Customer declined additional follow up with support and no further corrective actions were documented.